Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a cracked main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The direct cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿white clamp¿ (main body) of the twist clamp on a minicap transfer set was cracked; no leakage occurred. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.